Manufacturer narrative:
Based on the completed investigation, the sharp piece of metal sticking up was due to the small bush inside the channel. The cause of the missing adhesive, and the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a small bush was found inside the channel of the ultrasound gastrovideoscope, and there was a sharp piece of metal sticking up inside the elevator channel. Additionally, the adhesive was missing at the forceps cover. There was no patient involved.